Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump site reminder setting had not been received. During a pump system check, the pump date was off by one day and the time was off by an hour and was the cause of the site reminder not alerting. The customer reported not to have changed the time during daylight savings. Blood glucose was 171 mg/dl. Tandem technical support assisted the customer with correcting the date and time. Upon saving the correct date and time, the site reminder alert sounded as expected.